Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Fifteen samples each from 3 batches (20171301, 20081501, and 20080101) of the same product were selected for functional testing and no defects were observed as all specifications were met. H3 other text: see h.10.

Event description:
It was reported that after use with a bd blood collection assembly with male luer lock the needle separated from holder and needle stick injury occurred. The following information was provided by the initial reporter: I was unscrewing the vacutainer and it broke, the needle came out and stabbed me and I had exposure to blood from the patient.

Manufacturer narrative:
OEM manufacturer: (B)(4). Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after use with a bd blood collection assembly with male luer lock the needle separated from holder and needle stick injury occurred. The following information was provided by the initial reporter: I was unscrewing the vacutainer and it broke, the needle came out and stabbed me and I had exposure to blood from the patient.